Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus and that the blood glucose was running high. The drive support cap was loose. The customer was able to complete the rewind sequence and the insulin pump passed the displacement test and the manual prime. The insulin pump had not been exposed to a strong magnetic field. The customer had blood glucose readings as high as 500 mg/dl but declined to troubleshoot for that issue.